Event description:
According to the reporter, there was a short study. The study only lasted 1 hour. The physician placed the capsule and the nurse set up the receiver for the procedure. The capsule was calibrated without any difficulty noted. The receiver was powered on and confirmed that it was set to a 48 hour study. The physician confirmed that was bravo was placed in the esophagus. There was no patient harm in relation to the short study. The patient returned for another procedure and reported no complaints related to the procedure at that time.